Event description:
Report received of air in the tubing distal to the in-line filter. It was reported that during an infusion of an unspecified fluid, air was noted past the in-line filter. The customer contact stated that the patient's toes "blanched out" for approximately 15 minutes. There were no reported adverse patient sequelae.